Event description:
According to the reporter, during sub cuticular closure in a bilateral total knee replacement, three times the doctor tried to tie a knot with the suture the thread broke or the knot untied. Medical intervention was required to prevent a permanent impairment of function. The doctor used another manufacturers suture to complete the case because the suture knots were unsecured. Current patient status is alive with injury not due to our products.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.